Manufacturer narrative:
Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date: monitor (B)(4): 03/15/2013 - reuse electrode belt (B)(4): 01/10/2014 - reuse additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4) (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at (B)(4).

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event. It was reported that the patient was at his residence at the time of the event. It was reported that the patient's wife was present and ems responded and reportedly began CPR. After review of the downloaded data, it was confirmed that the patient received four inappropriate treatments at 04:44:56, 04:45:22, 04:45:49, and 04:46:15 on (b)(9) 2015. Intermittent cardiac activity contributed to the false detections. A review of the downloaded data confirms that the response buttons not pressed during the entire event. The patient was taken to the hospital via ems where he passed away later that morning.